Event description:
The complaint is reported as: the circuit melted during use on a patient. No patient injury reported.

Manufacturer narrative:
The assembly process and manufactured procedure of catalog number 780-24 were reviewed and no findings related to the reported issue were found. A device history record (DHR) review could not be conducted as the lot number was not provided. Two pictures of catalog number 780-24 (circuit, pediatric, dual limb) were received for analysis. They were visually inspected and it was observed that the corrugated tubing was melted. The reported complaint was confirmed based on the visual inspection of the pictures received. Although the complaint was confirmed, a root cause could not be established. It is possible that the instructions were not followed properly. This could not be confirmed, however, as the actual sample was not received for evaluation. The instructions for use (IFU) with the product states several recommendations to avoid overheating the circuit. If the sample is received, a follow-up report with the investigation results will be submitted.